Event description:
It was reported that the patient's device was explanted due to infection. Advanced bionics is currently in the process of gathering additional information. When more information becomes available, a supplemental report will be sent.